Manufacturer narrative:
The customer cleaned the sample probe, which appeared to resolve the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable ft4 g3 elecsys results from the cobas e411 rack analyzer. Sample 1 initial result was < 0.03 ng/dl and the repeat result was 1.45 ng/dl. On (B)(6) 2022, sample 2 initial result was 0.039 ng/dl and the repeat result was 1.09 ng/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed correct. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The customer stated there were multiple alarms related to the sample and reagent probe. Based on the information provided, the cause of the event could not be determined.